Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had battery issues with the insulin pump. They had done troubleshooting and received a new battery cap. They had tried a few new batteries but the insulin pump would not come on. The customer¿s blood glucose level was 160 mg/dl. Troubleshooting was performed. They inserted a new battery. They received a failed battery test alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.